Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a speaker that was no longer working during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom "speaker was no longer working" was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed and causality cannot be determined. However, the device was processed per recall, which required the rear case to be replaced. No other related device malfunction was observed. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-05139 can be removed from the FDA database. Should additional relevant information become available, a supplemental report will be submitted.